Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch verio iq meter displayed a battery indicator message. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests her blood glucose 8x daily. The patient manages her diabetes with novorapide insulin and glucophage pills. The alleged issue began about 2 weeks prior to contacting lfs. It is not known if the patient made changes to her usual management routine. That same morning, the patient claims she felt "high blood sugar" symptoms; however, the patient could not specify symptoms. The patient administered self 2 more units of novorapide insulin as treatment and "instantly" felt better. The patient denied testing on another device. At the time of troubleshooting, the cca noted there was no indication of misuse. The cca was not able to walk the patient through a recharge attempt. Replacement products were sent to the patient. This complaint is being reported because, the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.